Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-dec-2017 with the following findings: during investigation, evidence of a ¿load step malfunction¿ was illustrated with multiple no cartridge detected warnings in the black box history. The battery compartment and battery cap were undamaged and able to fit. The piston was unable to detect the cartridge upon the first load attempt, the reported ¿load test malfunction¿ was duplicated. Unrelated to the original complaint, the pump powered on to a dim and reddish screen. The pump¿s cover was removed, and moisture corrosion was found to the force sensor pins.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.